Event description:
A home patient reported a leak between the tubing connection at the drain bag. The home patient noted this during use. Per the home patient, no pt injury or medical intervention was associated with this incident.